Event description:
It was reported the high insufflation unit experienced lights flicker and turns off issue during a set up procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "lights flicker and turns off issue" was due to faulty printed circuit (cr) board. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, d9, h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue is attributed to a cr board problem, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.